Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin leaked from the bottom of the cartridge. Additionally, it was reported that a minimum fill message occurred after the cartridge was filled with 200 units. Reportedly, the customer added more insulin to the cartridge and another minimum fill message occurred. A new cartridge was successfully loaded to address the event. Blood glucose ranged from 226-272 mg/dl.